Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI ((B)(4). One device was returned for analysis. Visual inspection showed scratched lens. The tamper seal was broken. There was no evidence to review in the device's event history log. A visual test was performed and the reported issue was duplicated. As a result, the board was replaced. Product is beyond a year from manufacture date (12/2016) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (last serviced in 12/2017) and there was no indication the complaint was related to previous service of the device. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited alarm 45635. No adverse patient effects were reported by the customer.